Manufacturer narrative:
The device in question was returned to orthalign for evaluation. The investigation performed by the orthalign engineer was unable to reproduce the reported event. No device problems were identified. A full evaluation summary is attached. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
It was reported that total knee arthropalsty was performed with kneealign on (B)(6) 2023. During procedure, after surgeon attached a pin to the pin driver (p/n 403189), he started drilling the pin to the patient's femoral bone. He found that the pin axis was so eccentric that it was about to damage the patient's blood vessel.

Manufacturer narrative:
At this time, the device has been returned, and investigation to confirm the complaint and identify the root cause of the incident is underway. A followup report will be sent to report the findings of the investigation once it has concluded.